Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 5th of october 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the cupola fell down. Fortunately no adverse outcome has been reported due to mentioned issue, however we decided to report this case in abundance of caution and based on the potential as detachment of the cupola could led to serious injury in case of event reoccurrence. (B)(4).

Event description:
On 25th of september 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the cupola fell down. Fortunately no adverse outcome has been reported due to mentioned issue, however we decided to report this case in abundance of caution and based on the potential as detachment of the cupola could led to serious injury in case of event reoccurrence. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The unit with catalogue number ard568350938 and serial number (B)(4) was manufactured on 29 september 2013. The mentioned surgical light is not under getinge maintenance and as it was confirmed, the device¿s cupola part fell down due to the clip - which holds the lamp - having loosened and eventually having slipped out of the socket. There was no injury reported however, we decided to report the issue based on the potential as detachment of the cupola could led to serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification as the cupola appears to have been in a state where it could fall off, this is not to manufacturer specification and in this way the device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As it was established by our subject matter experts the problem was connected with incorrect initial tightening or a lack of inspection during the installation or the maintenance. It needs to be pointed also that the instructions for use as supplied with the device; `powerled IFU 01581 en 2020-04-01` includes the information to daily check the device for lack of integrity and also any other damages. Parts which are not up to the manufacturer specification shall be withdrawn from usage until the service operator will recommend to put it back in use. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of describe event or problem #b5. This is based on internal evaluation of available data. #b5 previous describe event or problem: on 5th of october 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the cupola fell down. Fortunately no adverse outcome has been reported due to mentioned issue, however we decided to report this case in abundance of caution and based on the potential as detachment of the cupola could led to serious injury in case of event reoccurrence. Manufacturer's reference number: (B)(4). Corrected describe event or problem: on (B)(6) 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the cupola fell down. Fortunately no adverse outcome has been reported due to mentioned issue, however we decided to report this case in abundance of caution and based on the potential as detachment of the cupola could led to serious injury in case of event reoccurrence. Manufacturer's reference number: (B)(4).